Event description:
It was reported that the handpiece was overheating. The customer did not know when the event occurred or if there was pt involvement.

Manufacturer narrative:
The device was evaluated by the manufacturer and the rear motor bearing failed. A failed bearing can cause the device to heat up due to the added friction when being operated. The rear motor bearing has been replaced to correct the failure of the device. The device was repaired and returned to the customer.